Manufacturer narrative:
UDI code not available. Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition, some fatigue wire breakages were also found during device investigation. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
Information was received that the patient suddenly heard a loud noise and then no further sound.

Event description:
It was reported that in situ testing showed that the device had malfunctioned. The pt was re-implanted on (B)(6) 2015.

Manufacturer narrative:
UDI code not available. The device was explanted and returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.